Event description:
It was reported that they had 2 different codes and in each incident they used a l670-040 resuscitator and the reservoir bag had a hole in each one, right where we seal the bag on, and they had to get another bag in both cases. She also checked one they had in stock and it did the same thing.

Manufacturer narrative:
Units involved have not yet been returned for eval. Date code on the units is unk, therefore the age of the units is unk. Instructions sheet states "inspect the unit to ensure all components are present and properly assembled. Extend bag before use." Inspected samples from current inventory. No holes were found. We have had no other reports of holes in the bags.